Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 413 mg/dl at the time of incident and current blood glucose is 447 mg/dl. The customer also report the blood glucose were 1413 mg/dl and 1129 mg/dl, 1650 mg/dl and 397 mg/dl. The customer state that the customer was in hospital for last two days due to having a mini stroke. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be return for analysis.